Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that during drug administration (saline) leakage occurred from the injector and root connection. Additional information: leakage occurred from the connection. During saline administration, fluid leaked from the connection between the three-way stopcock and the q site (the area where intra-route hemorrhage was most likely to occur)."